Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0whz9, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that she needed an MRI of the head; she had a mini brain seizure and she felt it could be device related. She felt squeezing in head, she felt it was electrically related and felt like she was electrocuted in the head. The patient had moles removed from the bottom of her foot the week of (B)(6). She did not know what they used but she had twitching in her legs since. There was no fall or accident related to this issue. Stim was turned off for four days and the patient still felt twitching. The patient was on program 3 at 0.8v. It was off and they helped her turn it on, she felt it in the right location. Additional information from the health care professional reported that the patient reschedule her appointment which was on (B)(6) 2015. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. There was no further information provided about this event. If additional information is received, a follow up report will be sent.